Event description:
Download data from a (B)(6) male patient revealed several occurrences of service code 204. Zoll customer support contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt trunk cable connector was found to be broken. The cause of the broken connector could not be positively identified, but it was likely the result of the monitor being dropped while connected to the electrode belt. No adverse event resulted from the broken trunk cable connector. The patient received a replacement electrode belt.